Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. The patient described the area as a sore under the strap and the skin was broken. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied a bandage for the open wound. Follow up indicated that the open wound improved.